Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male with decompensated severe mitral regurgitation presented in cardiogenic shock with associated pulmonary failure and was initiated on ecls. An impella 5.5 implant was planned to support the patient during high-risk cardiac surgery (mitral valve replacement). This was a highly complex perioperative course. Postoperatively and throughout impella support, the patient experienced repeated episodes of requiring re-intubation and extubation due to secretion management issues and fluctuating levels of responsiveness. The patient also developed positive blood cultures from an unidentified source. No additional clinical details regarding diagnostics or source control were provided. Given the limited information available, the fatal outcome is being conservatively reported. Care was ultimately withdrawn in the context of the patient¿s overall critical and highly complex condition.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Added: b5 based on new additional information received. Corrected: h5 (labeled for single use). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the patient was treated with broad spectrum antibiotics which resolved the infection. Device not available.